Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, it was reported that an error occurred on an electrosurgical generator during a procedure, specifically an error code indicating a high-frequency voltage measurement issue. Troubleshooting began with analysis of internal error logs, which indicated a low high-frequency voltage in the on state, followed by a measurement value that was too high. Additional errors included internal timeouts of the cpu and sensor modules while entering ready and idle states. The technical service engineer confirmed the occurrence of the fault, verified with error logs, and inquired whether the generator had already been restarted. The unit functioned when monopolar energy was activated twice, and energy was able to fire. The customer did not have a backup energy system available. The caller was guided to use a classic operating mode on the monopolar energy so the procedure could continue, with a precaution that the problem might recur. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the da vinci-assisted hysterectomy was started on (b) 2025 at 12:00, but the procedure could not be completed robotically due to ongoing generator and monopolar energy outages. The generator could not be replaced during the case, and access to monopolar energy was not continuous for the entirety of the procedure, despite attempts to resolve the issue by replacing four cables and two da vinci arms. Ultimately, the surgical team switched to conventional methods to complete the operation.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electro surgical unit (iesu) for failure analysis investigation. The iesu was analyzed and during the power-on test, the (c-34/c-00) error was found. Review of the logs confirmed the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis. The probable root cause is attributed to a higher voltage than expected during energy activation, which may be indicative of a faulty electrical component within the generator.